Event description:
Physician attempted access to right femoral vein with mini-stick access kit. The guide wire broke off during use and the md had to retrieve it from the patient's blood vessel. No harm occurred to patient.